Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a stopcock. The customer stated there was blood leaking from the stopcock within the insertion tray. A sterile line change had been completed an hour prior to noticing the line leaking on the patient and the entire sterile line had to be changed. The customer reported that there was not a significant amount of blood loss to the patient as a result of the leak. The uvc was not pulled and there was no adverse effect to the patient. Antibiotics started.

Manufacturer narrative:
Submit date: 05/19/2016. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was 1520800147. The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the failure may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.